Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter array became inverted while transitioning from the right superior pulmonary vein (rspv) to the right inferior pulmonary vein (ripv). The catheter seemed "off," but it was thought to be an issue with the guidewire. After about 6 ablations in the ripv, the catheter was removed from the patient for observation. A slight kink was noted in the catheter array, but inversion was not observed at this time. The same catheter was reinserted into the patient to complete ablations. Upon removal of the catheter after the procedure, a knot was found at the tip of the array, which prevented proper retraction into the sheath. The entire sheath and catheter system were removed together to ensure safe extraction, resulting in the array tip being slightly disconnected from the catheter shaft and exposed wires. No loose pieces or debris were noted. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one image file was returned and analyzed. The image showed a catheter with the extended spiral array knotted at the distal tip. Electrodes 1, 2, and 3 were displaced. The proximal arm of the pebax tube was detached from the dual lumen, resulting in exposed electrode wires. In conclusion, the reported issue was observed through data analysis. The pscc100 pulseselect pulsed field ablation loop catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.